Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there were air/water flow issues due to foreign objects clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip, a crack, and a white-clouded area due to chemical or physical stress. It was observed that the scope connector was dirty due to water leakage caused by water invasion in the device. It was also observed that the adhesive around the objective and light guide lens were peeled and had a white-clouded area due to chemical or physical stress. It was observed that the paint on the suction cylinder was peeled due to deterioration caused by handling. It was also observed that the universal cord has a dent and a wrinkle caused by physical stress or due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: the grip and on the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope has air/ water flow issues. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.